Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was flashing and alarming. Customer was not able to clear alarm. No report of pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had blank flashing white lcd with audio tone/beep due to cracked lcd glass unable to verify missing segments due to blank flashing white lcd. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd. The test p-cap and reservoir does lock in place in the reservoir compartment.